Event description:
It was reported that the patient presented in the hospital for unrelated issues. The right atrial lead was capped and replaced on (B)(6)2025 for unknown reason. The patient's condition was unknown.